Event description:
Subsequent to the previously filed medwatch, additional information indicated that the steerable guide catheter tip was straightened before retracting the clip delivery system into it. Any damage to the clip tip was not noted. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. The reported mechanical and sleeve steering issues were not confirmed via returned product analysis. Difficult to remove cds due to clip getting caught on the steerable guide catheter (sgc) could not be tested as the sgc soft tip was torn which compromised the inner diameter (ID) of the sgc, and the failure mode could not be properly replicated in a testing environment due to the damaged condition. However, the clip was inspected under the keyence microscope and no issues with components of the clip were observed. Potential causes for mechanical and sleeve steering issues resulting in difficulty positioning the cds are, but not limited to, manufacturing anomalies (loose or misaligned sleeve key, incorrect knob assembly), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including cds knob functional inspections. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar mechanical issue, difficult to position and difficult to remove incidents for this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, mechanical and sleeve steering issues may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device, excessive curves applied to the device by the user, or incorrect alignment of the cds with the sgc upon cds insertion. In this case, during the procedure, there were no excessive curves applied to the device, the anatomy of the patient was not challenging, and the cds was inserted into the sgc per mitraclip instructions for use; however, since the analysis was unable to confirm the reported mechanical and sleeve steering issues, it is possible that there were some procedural interactions which caused more tension on the device. This may be due to varying amounts of tension felt by the device during procedure versus the returned product analysis; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the mechanical and sleeve steering issue cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The difficulty in removing the cds from the sgc was due to the clip getting caught on the soft tip of the guide. The analysis of the soft tip tear shows that it was made by the frictional elements (fes) of the clip when the soft tip becomes caught between the gripper (which contains the frictional elements) and the arm. If the clip is not fully closed, or the guide is not straightened enough during retraction, the clip may become caught on the guide soft tip. Even though it was confirmed that the clip was fully closed and the sgc was straightened, in this case it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon retraction of the cds. Based on the information reviewed, the reported clip becoming caught on guide, resulting in difficulty removing the cds appears to be related to operational context and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system, steerable guide catheter. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed as the clip delivery system (cds 10248675/(B)(4)) was difficult to remove. A difficult to remove device has the potential to cause or contribute to patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2014. One clip was implanted. After the second clip delivery system (cds 10248675/(B)(4)) was advanced to the left atrium, the steering m knob did not work correctly. There was no unusual resistance felt while turning the m knob. However, when the m knob was turned, the cds shaft did not follow as the clip moved laterally from the first clip and the shaft was not curving. The m knob was turned 360 degrees and the shaft did not curve more than 90 degrees. As the device was removed from the steerable guide catheter (sgc 10257715/(B)(4)), there were no extreme curves set on the cds or sgc at the time of removal. The clip arms were completely closed, but became caught on the tip during retraction. Another cds was used and the procedure was completed with the implantation of 2 clips and the mixed mitral regurgitation grade was reduced from 4 to 1-2. There was no adverse patient effect due to the device issue or no significant clinical delay in the procedure subsequently, initial analysis of the returned steerable guide catheter (sgc) revealed the sgc soft tip was torn with no missing pieces. No additional information was provided.